Event description:
It was reported that the device was exhibiting high capture thresholds following an automobile accident. No externalized conductors were observed through diagnostic imaging. The sense/pace portion of the lead was capped. Defibrillation thresholds tests were performed successfully. Patient is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.